Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations and was in and out of atrial tachycardia (at). It was further reported that the right atrial (ra) lead exhibited under-sensing. The ra lead remains in use. No further patient complications have been reported as a result of this event.